Event description:
It was reported when using the bd pyxis¿ medstation¿ es, repeat row was failed and there was multiple read and write errors. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that damage to both retractor bands had been found after the back panel was removed, and the device was inspected. This damage had been identified as the root cause of the drawer failures and the read/write errors. A field service engineer had replaced both retractor bands. Protective tape had also been added to the backside of the cage to prevent future damage. The system functioned as intended after the field service engineer repaired the device.